Event description:
It was reported to boston scientific corporation that a speedband superview super 7 devices was used during a procedure for band ligation of a varicose vein in esophagus. According to the complainant, the white band seemed to be trapped in the device and could not be implanted. It appeared to be mounted over another band. Despite this, the procedure was completed. The last two bands were not necessary to complete the procedure. Reportedly, the procedure was successful. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be around 60 years. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.